Manufacturer narrative:
Results - are based upon user facility information; is based on evaluation of quality records, unused return and reserve samples. Conclusions - is based upon user facility info; is based on eval of quality records, unused return and reserve samples. The involved sample was discarded by the user facility. One unused return sample and retention samples were evaluated. Inspection and testing of these samples confirmed that there were no defects or anomalies and product performance specs for joint strength were met. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. The cause of the reported event cannot be definitively determined based on the available info. All available info has been placed on file in qa for appropriate tracking, trending and f/u.

Event description:
The user facility reported, that "back bleeding" from the introducer sheath was noticed during a sfa angiogram procedure. Further investigation determined that the side-tube had become detached from the main housing of the introducer sheath. Reportedly, the procedure was completed successfully with another introducer sheath and there was no impact to the pt.